Event description:
Pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("unintended pregnancy/ ectopic pregnancy"), abortion of ectopic pregnancy ("abortion of ectopic pregnancy"), device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and cardiac failure congestive ("while having the procedure done, she went into congestive heart failure") in an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. She had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included pulmonary edema, hypothyroidism and adenomyosis. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping/ abdominal pain"), menorrhagia ("irregular and prolonged menstruation"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("migraines"), dyspareunia ("painful intercourse") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, menometrorrhagia, abdominal pain, abdominal distension, hormone level abnormal, migraine, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, cardiac failure congestive, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia and migraine to be related to essure. The reporter commented: physicians have recommended plaintiff undergo a hysterectomy in the near future to remove the essure device. Plaintiff states she took a pregnancy test in (B)(6) 2008 . The test confirmed she was pregnant and she later decided to terminate her ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: conformation test; in (B)(6) 2008: coils properly in place, fallopian tubes occluded. Ultrasound scan - on an unknown date: device had failed in at least one of fallopian tube concerning the injuries reported in this case, the following ones were described in patient's medical records: pregnancy, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: coding correction: the previous event term "unintended pregnancy/ ectopic pregnancy" was recoded to meddra syn ectopic pregnancy with essure micro-insert incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('unintended pregnancy/ ectopic pregnancy'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy'), device dislocation ('device migration') and cardiac failure congestive ('while having the procedure done, she went into congestive heart failure') in an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast reduction on (B)(6) 2012, multigravida and parity 2. She had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included pulmonary edema, hypothyroidism and adenomyosis. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced hair colour changes ("I started getting grey"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy and abnormal bleeding"), cardiac failure congestive (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping/ abdominal pain"), menorrhagia ("irregular and prolonged menstruation"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), migraine ("migraines"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), feeling abnormal ("regular pregnancy symptoms") and malaise ("sick") and was found to have hormone level abnormal ("hormonal fluctuations"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, menometrorrhagia, abdominal pain, abdominal distension, hormone level abnormal, migraine, dyspareunia, back pain, hair colour changes, feeling abnormal and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, cardiac failure congestive, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, genital haemorrhage, hair colour changes, hormone level abnormal, malaise, menometrorrhagia, menorrhagia and migraine to be related to essure. The reporter commented: physicians have recommended plaintiff undergo a hysterectomy in the near future to remove the essure device. Plaintiff states she took a pregnancy test in (B)(6) 2008 . The test confirmed she was pregnant and she later decided to terminate her ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: coils properly in place, fallopian tubes occluded.; on (B)(6) 2008: results: conformation test. Ultrasound scan - on an unknown date: results: device had failed in at least one of fallopiantube. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pregnancy, pelvic pain lot number:626213, manufacturing date:2007-11, expiration date:2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("unintended pregnancy/ ectopic pregnancy"), abortion of ectopic pregnancy ("abortion of ectopic pregnancy"), device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and cardiac failure congestive ("while having the procedure done, she went into congestive heart failure") in an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. She had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included pulmonary edema, hypothyroidism and adenomyosis. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping/ abdominal pain"), menorrhagia ("irregular and prolonged menstruation"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("migraines"), dyspareunia ("painful intercourse") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, menometrorrhagia, abdominal pain, abdominal distension, hormone level abnormal, migraine, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, cardiac failure congestive, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia and migraine to be related to essure. The reporter commented: physicians have recommended plaintiff undergo a hysterectomy in the near future to remove the essure device. Plaintiff states she took a pregnancy test in (B)(6) of 2008 . The test confirmed she was pregnant and she later decided to terminate her ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: conformation test; in (B)(6) 2008: coils properly in place, fallopian tubes occluded. Ultrasound scan - on an unknown date: device had failed in at least one of fallopiantube concerning the injuries reported in this case, the following ones were described in patient's medical records: pregnancy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('unintended pregnancy/ ectopic pregnancy'), abortion of ectopic pregnancy ('abortion of ectopic pregnancy'), device dislocation ('device migration') and cardiac failure congestive ('while having the procedure done, she went into congestive heart failure') in an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast reduction on (B)(6) 2012, multigravida and parity 2. She had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included pulmonary edema, hypothyroidism and adenomyosis. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced hair colour changes ("I started getting grey"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy and abnormal bleeding"), cardiac failure congestive (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping/ abdominal pain"), menorrhagia ("irregular and prolonged menstruation"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), migraine ("migraines"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), feeling abnormal ("regular pregnancy symptoms") and malaise ("sick") and was found to have hormone level abnormal ("hormonal fluctuations"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, menometrorrhagia, abdominal pain, abdominal distension, hormone level abnormal, migraine, dyspareunia, back pain, hair colour changes, feeling abnormal and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, cardiac failure congestive, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, genital haemorrhage, hair colour changes, hormone level abnormal, malaise, menometrorrhagia, menorrhagia and migraine to be related to essure. The reporter commented: physicians have recommended plaintiff undergo a hysterectomy in the near future to remove the essure device. Plaintiff states she took a pregnancy test in (B)(6) 2008 . The test confirmed she was pregnant and she later decided to terminate her ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: coils properly in place, fallopian tubes occluded.; on (B)(6) 2008: results: conformation test. Ultrasound scan - on an unknown date: results: device had failed in at least one of fallopiantube. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pregnancy, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter added. New events added - hair colour changes, feeling like pregnant, feeling sick. Upon internal review, pregnancy type was changed to restrospective. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.